Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 3 of their pd treatment. A mwd ¿ watchdog timer error alarm was also received upon rebooting the cycler to verify treatment data. A fluid leak was subsequently discovered; the patient stated they found a small amount of fluid on the floor but could not determine where it came from. The patient could not confirm if there was fluid in the pump module area or on the external portion of the cassette due to the watchdog timer error alarm. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Upon followup the patient confirmed the reported event; the patient stated they believe the reported fluid leak came from the tubing of the liberty cycler set as it seemed to be wet. The patient verified that they did not discover any fluid leaking within the pump module area of the cycler, nor did they observe any fluid leak from the solution product. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler; no damage was noted on the cycler set tubing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 3 of their pd treatment. A mwd ¿ watchdog timer error alarm was also received upon rebooting the cycler to verify treatment data. A fluid leak was subsequently discovered; the patient stated they found a small amount of fluid on the floor but could not determine where it came from. The patient could not confirm if there was fluid in the pump module area or on the external portion of the cassette due to the watchdog timer error alarm. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Upon followup the patient confirmed the reported event; the patient stated they believe the reported fluid leak came from the tubing of the liberty cycler set as it seemed to be wet. The patient verified that they did not discover any fluid leaking within the pump module area of the cycler, nor did they observe any fluid leak from the solution product. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler; no damage was noted on the cycler set tubing.